Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the genesis ii system (smith & nephew) was applied to 1 patient and presented pain and a "grinding" sensation, confirmed a cobalt and nickel allergy. Two-stage revision surgery was performed.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the data presented in the aging literature review article refers to a patient that required a 2-stage revision due to a ¿grinding¿ sensation approximately 6 months post tka. Reportedly, the patient had a known positive patch test/allergy to cobalt prior to the implantation of a cobalt-containing (genesis tk system) component. Although x-ray imaging and analysis in the article reflects and supports the complaint, responses to the requested clinical documentation had not been received as of the date of this investigation. The root cause and the patient impact beyond that which is documented in the article including the 2-stage revision could not be confirmed; however, a 5 valgus deformity, pf crepitus and reduced rom/flexion were documented in addition to the reported cobalt allergy. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include implant corrosion or wear, traumatic injury, joint tightness, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.